Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results for ten (10) patient samples on their dxc 600 pro clinical chemistry analyzer. The customer technical specialist (cts) identified the carbon bridge needing replacement due to high sodium sample reference value reading of >6000. No erroneous results were reported outside the customer's laboratory and the customer confirmed changes in patient treatment not impacted. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.